Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead model is included in a field advisory.

Event description:
It was reported that there was rising impedance and torn insulation at the implant site. The lead was replaced. No patient complications have been reported as a result of this event.